Event description:
Pt was in need of cvc placement. Attempt made with 7 fr, triple lumen, 20cm, 0.032" diameter spring guidewire from arrow (ak-15703-sp). Provider met resistance during left subclavian placement attempt and pulled guidewire back. Guidewire unravelled and tip was sheared off and retained in the substances tissue (tip was not in vasculature).